Event description:
Our affiliate is reporting the following to us: ¿the tip of the needle was broken in the joint, found and removed¿. There was ¿no clinical consequence¿. Nothing is being returned.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint and three other dissimilar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. However, there are some possible root causes that were observed from similar complaints and that might have contributed in the reported failure. It has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. The gun might have been dry-fired a number of times before using in the patient, but this cannot be confirmed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: ¿the tip of the needle ws broken in the joint, found and removed¿. There was ¿no clinical consequence¿. Nothing is being returned.